Manufacturer narrative:
(B)(4). This report is regarding a leak occurred found at the end of therapy. The reported condition was not confirmed and no root cause was determined because sample was not available for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Manufacturer narrative:
(B)(4). The sample was reported as discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A care giver (cg) contacted global technical services regarding a leak found in the cassette, this occurred on the home choice (hc) unit at the end of therapy. The cg stated the leak occurred during therapy, but was not noticed until cleaning up at the end of therapy. A follow up was done via phone call; the cg stated that the lot number was unknown and the supplies had been discarded. The cg stated the home patient (hp) had successfully continued therapy. No injury or medical intervention was reported as a result of this incident.